Manufacturer narrative:
Additional information was received that the severe aortic regurgitation that occurred after the transcatheter valve dislodgement, was in reference to the native aortic valve. It was reported that the severe aortic regurgitation was caused by the transcatheter valve dislodgement which caused the leaflets to remain open. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: evolutr-29, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4), product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was being removed, the valve dislodged and severe aortic regurgitation (ar) was noted. Ultrasound indicated coronary artery blood flow was adequate; however, there appeared to be insufficient space between the valve frame and the coronary arteries. The valve was snared into the ascending aorta. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.